Manufacturer narrative:
Additional information was requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. A review of the device data indicated the patient was having premature ventricular contractions (pvcs) at the time of the episode. There were also ten stored episodes where the device switched from aai pacing mode to ddd, due to a device feature that promotes intrinsic conduction. All of the lead measurements were within normal limits. The physician planned discuss the episodes with the cardiologist.